Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to undergo incoming functional testing) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. Additionally the cable connecting ECG a, b and the front therapy electrode was pulled from strain relief, damaging wire in the cable; the cable connecting ECG c and d was cut and the ECG c and d were missing; the j703 and j704 connectors were broken off of the distribution node pca. The root cause for the strained cables was excessive force. The root cause for the cut cable could not be positively identified. The root cause for the damaged connectors could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to undergo incoming functionality testing.